Manufacturer narrative:
Retainer ring = black. On (B)(6) 2020 the customer reported that the device rejects new batteries and that it won't beep when the reservoir is low. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rail. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", or ¿battery failed¿ errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual alerts/alarms or insulin pump errors that may have occurred around the event date. The adapt tool does list multiple occurrences of the following alerts/alarms however they occurred way after the event date: 58=failed battery test, 84=battery removed. To check whether or not the unit beeps when the reservoir is low, the low reservoir reminder was set to 20 u and then the reservoir was loaded so that it registered 25 u. A bolus of 10 u was administered to trigger the low reservoir reminder. After the bolus completed, a low reservoir alert appeared on the screen plus the unit did beep and vibrate. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report that the device rejects new batteries and that it won't beep when the reservoir is low both were not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not beeping when insulin was low. Insulin pump was rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.